Event description:
It was reported that the device shut down during procedure. The device was in clinical use at the time of the event. The ventilator was removed from the patient without further incident. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit shut off and alarmed while on patient. The biomed noted error codes 1006 and 111c in log. The remote support engineer advised the customer to manually manipulate the da-mc cable. It was then reported that the complaint was not able to be duplicated, and the unit operated normally. The rse advised the customer to replace da pcb and da-mc cable. The customer ordered the parts, no other concerns for the customer. Further information is pending.

Manufacturer narrative:
It was reported that the engineer replaced the data acquisition (da) pcba, and cable harness to resolve the issue. The engineer reported that the unit was shipped back to the customer and passed the performance verification testing. The unit was ready for use. The patient was moved to a different ventilator. No patient or user harm reported.

Manufacturer narrative:
The data acquisition (da) pcba was returned for failure analysis. The da pcba was tested and no failures were identified.